Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit was not heating. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested to check whether they were within specification. Furthermore, the heaterwires were visually inspected and tested for continuity. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and out of specification. Continuity test identified that the open circuit was located at the connection between the heater wire and the heater wire pin inside the overmoulded plug. The expiratory limb heater wire was within specification. A lot check could not be performed as a lot number was not provided. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt340 adult breathing circuits are resistance and continuity tested during production, which is followed by a visual inspection of the heater wire assembly. Any circuits that fail are rejected. This suggests the heaterwire on the returned rt340 adult breathing circuit became open circuit after it was released for distribution, possibly as a result of an intermittent crimp connection. (B)(4).